Event description:
The customer reported that the system froze and locked up while attempting to create fluoroscopic exposures. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fse reseated all motron, table interfacem collimator and tfi pcb connectors. The system was tested and found to be working as intended and returned to service.